Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was failed to open and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was failed to open. A field service engineer contacted the customer to troubleshoot the issue. During the conversation, the drawer was successfully recovered, and the customer confirmed that there was no need for an on-site visit. The customer completed inventory checks and was satisfied with the results. The system functioned as intended after customer resolved the issue.